Event description:
Information received from the davf (dural arteriovenous fistula) prospective registry, subject: (B)(6). Treatment of a davf. On (B)(6) 2014, the patient underwent onyx embolization treatment. During the procedure, it was reported there was low visibility of the onyx on the lateral plane especially around the tip of the microcatheter. The onyx refluxed and blocked the catheter leading to catheter rupture. There was also arterial rupture without serious injury. No patient injury was reported as a result of the procedure. Same event as MDR# 2029214-2014-00571.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were discarded. The other devices involved in the event are as follows: model: 105-5096-000 / lot: 9909010, dom: 07 may 2014, exp: 30 apr 2017. Model: 105-5095-000 / lot: 9929506, dom: 19 jun 2014, exp: 11 jun 2017. (B)(4).

Manufacturer narrative:
Need to link this MDR with MDR# 2029214-2014-00707 as they are the same event. (B)(4).

Manufacturer narrative:
Received additional information on 05 nov 2014 with more details on the event. The first set of onyx and apollo catheter had low visibility which led to uncontrollable reflux extending beyond the proximal marker of the catheter and the system (torn catheter and onyx) was removed from the patient. Another apollo catheter and onyx was advanced to the lesion, but also had low visibility leading to reflux and blocking of the catheter. Extravasation of onyx was seen indicating that the arterial branch had ruptured. The injection was continued in order to plug the breach. Removal of the microcatheter, followed by immediate control showed no extravasation of the contrast medium and no suggestion of any active bleeding. The final arterio-graphic revealed that the fistula had been removed with no suggestion of any parts remaining. A control scan was carried out with an on-table xperct confirming the extravascular location of the onyx embolic agent in contact with the postero-internal region of the left temporal lobe but without any signs of a hemorrhage. Patient condition as of (B)(6) 2014, headaches and dizziness has almost vanished completely. The patient at discharged was with an absolutely normal neurological examination. (B)(4).

Manufacturer narrative:
Received additional information stating that the apollo catheter that ruptured is the catheter model# 105-5096-000 / lot# 9929506 and the temporal artery that was dissected was a branch of the pca (posterior cerebral artery). The other apollo catheters involved in the event did not rupture. (B)(4).